Event description:
Literature was reviewed regarding Deep brain stimulation for clozapine-resistant schizophrenia: a systematic review of target-specif ic outcomes and stereotactic technical considerations. The following Medtronic Devices were used: 3389 and 3387 leads. Among all patients adverse events / device product performance issues included: 1. Three patients experienced an infection. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
Continuation of D10: Product ID NEU_INS_STIMULATOR Lot# Serial# UNKNOWN Implanted: Explanted: Product Type IMPLANTABLE NEUROSTIMULATOR Product ID NEU_INS_STIMULATOR Lot# Serial# UNKNOWN Implanted: Explanted: Product Type IMPLANTABLE NEUROSTIMULATOR Product ID NEU_INS_STIMULATOR Lot# Serial# UNKNOWN Implanted: Explanted: Product Type IMPLANTABLE NEUROSTIMULATOR Product ID NEU_INS_STIMULATOR Lot# Serial# UNKNOWN Implanted: Explanted: Product Type IMPLANTABLE NEUROSTIMULATOR Product ID NEU_INS_STIMULATOR Lot# Serial# UNKNOWN Implanted: Explanted: Product Type IMPLANTABLE NEUROSTIMULATOR D2/G4: Please note that this device was used in an off-label manner, as it was implanted for clozapine-resistant schizophrenia. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.